Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, minimum fill messages. Reportedly, the cartridge was filled with 140 units of insulin. The customer was able to reload the existing cartridge successfully. There was no reported impact to the customer's blood glucose level.